Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer, via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of discomfort over the battery pocket site after weight loss. Impedances were within normal limits. It was unknown if any actions/interventions were taken to resolve the issue. The issue was not resolved at the time of report. A pocket revision had been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative (rep). They reported patient pain at pocket and requested battery be moved to left side. No further complications were reported.